Event description:
It was reported that the pump was flipped. The patient was taken to the operating room and the pocket was revised. No patient outcome was reported. The drug contained in the pump was not reported.